Event description:
According to the event description: "does not infuse the patient but displays as if it is infusing".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history files were read and analyzed. The customer specified no date as the date of the incident. The last therapy was therefore analyzed from (B)(6) 2025. The user has set the vtbi to 1000ml and time to 24 hours. Therefore, a calculated delivery rate of 41,67 ml/h was used. Pressure level 5 was set. During the therapy, 7 pressure alarms could be read out. The cause cannot be determined. No other anomalies could be detected. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age and no visible damage are to locate. A functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,81%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) all measured values are within our specification. The device was disassembled and the inside was investigated. Inside the device was slightly dirty but no visible damage was found. The complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.